Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rashes") and weight increased ("weight gain"). In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("painful menstrual cycle, dysmenorrhea (cramping)"). In 2015, the patient experienced infection ("infection(other)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, abdominal pain lower, dyspareunia, rash, menorrhagia, weight increased and infection outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, infection, menorrhagia, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought treatment for her symptoms. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received. Reporter information updated. Patient demographic information added. Non drug treatment notes(surgery)updated. Events abnormal bleeding (menorrhagia), weight gain and infection nos added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse") and rash ("skin rashes"). The patient was treated with surgery (underwent procedure to remove essure). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, abdominal pain, dyspareunia and rash outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.